Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range. She treated via two manual insulin injections and changed her site. However, her blood glucose increased to 410 mg/dl while resuming insulin pump therapy. The customer felt heaviness in her chest due to the hyperglycemia. The customer stated that her blood glucose averages in the 300 mg/dl range but has gone into the 500 mg/dl range as well. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer declined to check the site for issues or to check their device settings. However, the customer also mentioned that insulin squirted out during manual prime on multiple occasions. The reservoir contained approximately 60 units of insulin and the insulin pump status screen displayed 66.6 units. The customer confirmed that insulin kept dripping out after letting go of the act button. The insulin pump will be returned and replaced.